Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the system was left unplugged and there were no cases for three weeks. Now the system's battery is completely depleted and has been charging for three days without charging back up. There was no patient present.